Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-8336-50, serial#: (B)(4), description: coveredge 32, 50 cm 4x8 surgical lead the explanted device was not returned to bsn. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had a draining and infection at the wound site. The physician believed infection was not device related. The patient was placed on antibiotics. The patient underwent an explant procedure. No device malfunction was suspected.